Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.

Manufacturer narrative:
This follow up is submitted to correct the importer MDR number. The importer MDR number in the initial report was duplicated. The updated importer MDR number is: (B)(4). The MDR content is still correct.

Event description:
Please see initial report.

Manufacturer narrative:
The description of the event, the log file and the 1 device returned provided a basis for the investigation the device was evaluated and tested in the laboratory the reported symptom could be reproduced as the device was found with internal connectors not being completely plugged and a motor control board not working properly. The failure in the motor control board caused 10 successive deviations within 5 seconds between the set and the measured blower rotation speed. In case the motor control board is not working properly a "blower defect alarm" is generated. In the following, the device switches to patient safe mode which means that ventilation stops accompanied by a "device failure" alarm in patient safe mode state an emergency breathing valve opens either allowing the patient to breath spontaneously or the user to ventilate the patient manually. An injury, however was not reported. The field failure rate of the carina and the motor control board are low and within an acceptable range. The motor control board will be replaced.

Event description:
It was reported that "on (B)(6) 2015, a (B)(6) patient who was in critical condition (could not breathe on their own) was connected to the ventilator at 1210 in pacu. At 1330, the ventilator stopped cycling and displayed the message device failure on the screen. The respiratory therapist was sitting at the patients bedside when the ventilator failed. The patient was ambu bagged and placed on a savina ventilator with no complications to the patient."